Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up. System error 105 was confirmed through a review of the event history log and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4).manufacturer report number 1314492-2016-03060 submitted on 5/17/2016 was submitted as a duplicate of manufacturer report number 1314492-2016-02854 submitted on 5/9/2016. Manufacturer report number 1314492-2016-03060 is a duplicate report and can be removed from the FDA database.